Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The reported event of kinks in the power cables was confirmed. The reported event of ¿looseness¿ at the power cable connections was not confirmed. The log files contained approximately 1 day of data (30aug2021 ¿ 31aug2021 per the timestamp). The log file captured intermittent power cable disconnect alarms that were not associated with power source exchanges on 30aug2021 from 19:34:17 to 22:07:09 and on 31aug2021 from 12:35:19 to 12:39:41 due to the relative state of charge (rsoc) voltage on the black power cable dropping to approximately 0 v while connected to a 14v battery. The driveline was disconnected on 31aug2021 at 12:42:59, both power cables were disconnected at 12:43:42, and the controller was put into sleep mode at approximately 12:44:12; these events are consistent with the controller being exchanged. The driveline was not reconnected in the log file. The controller was then briefly reconnected to the power module on 31aug2021 at 16:09:56 and operated in charge mode without issue. The pump maintained a speed above the low speed limit while the driveline was connected. Visual inspection of the returned system controller revealed minor kinks in both the black and white power cables. The kinks did not affect the functionality of the controller during testing. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The power cable connectors were fully connected to test power module patient cable and 14v battery clip connectors several times and the connections remained secure without any ¿looseness¿ observed. The outer jacket was removed from the power cables and a green contaminate consistent with fluid ingress was observed on the underlying layers/wires. The orange and blue wires were broken approximately 5¿ and 11¿ from the black power cable connector; neither of these wires being broken would result in any alarms or affect controller function. The remaining wires of both power cables were all intact. The root cause of the atypical power cable disconnect alarms, kinks in the power cables, and reported ¿looseness¿ at the power cable connections could not be conclusively determined through this analysis. Although not conclusively determined, the kinks in the power cables and underlying wire damage in the black power cable may be related to repetitive flexing of the cable over time. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on 29sep2020. Heartmate 3 patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. These sections also provide guidelines for properly connecting and disconnecting the power cable connectors. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook, rev. C, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU), rev. C, section 2 ¿system operations¿ and heartmate 3 patient handbook, rev. C, section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU), rev. C, section 6 ¿patient care and management¿ and heartmate 3 patient handbook, rev. C, section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-06831.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was unable to silence power cable disconnect alarms after changing batteries/clips from their black power cable on (B)(6) 2021. The patient was noted to have looseness at their power cable connections on their system controller with visible kinks to both power cables. The patient changed to their backup controller at home with no adverse health impact. They were then provided with a new backup controller. The reported alarm was a yellow wrench alarm. Random power cable disconnects were noted in the event log between (B)(6) 2021 and (B)(6) 2021.